Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres for few seconds upon first inflation. The device was removed without any problem and the procedure was completed with a different device. There were no complications, and the patient is in good condition after the procedure.